Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned to terumo medical corporation for assessment. The sample was subject to visual analysis. The inflator tip is broken. The broken inflator tip is stuck in the check valve. The complaint can be confirmed for inflator tip damage. The exact root cause cannot be determined. The operations quality engineer and supplier quality were notified about this complaint. A supplier corrective action report (scar) was initiated for this issue. The scar will contain root cause analysis and conclusion. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effect analysis (dfmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted; d6b: explanted date: device was not explanted; e3: occupation: interim manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the tip of the tr band syringe broke off into the air-port in post op recovery when the registered nurse (rn) was trying to remove air from the band. The rn stated that she was not being overly aggressive with the syringe or trying to place it at a weird angle. The balloon began to deflate at a slow rate, and they were able to grab another tr band to replace it without major incident or bleeding. There was no blood loss. The reported event did not result in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The rn stated that the patient was on a high dose of blood thinners and the expectation was that they would have a hematoma post procedure. Additional information was received on 20feb2024: the issue occurred two hours later while in the recovery room. The type of procedure being performed was a cardiac catheterization using a 6f slender sheath. There was no hematoma present until 2cc volume was being removed. The syringe tip broke on the tr band connector. A new tr band was placed. A nickel sized hematoma was present prior to the second tr band placement. The hematoma was treated with compression. The patient was stable.